Manufacturer narrative:
The investigation determined that a higher than expected vitros sodium (na+) result was obtained when processing a vitros performance verifier fluid on a vitros 4600 chemistry system. A definitive assignable cause of higher than expected vitros na+ result was determined to be an analyzer issue isolated to the electrolyte reference fluid module. Performance verifier results for vitros na+ suddenly shifted high on (B)(6) 2022, along with the other electrolyte assays vitros potassium and vitros chlorine. Replacing the electrolyte reference fluid metering pump resolved the issue and brought the vitros na+ performance verifier results back into the expected range. Historical vitros na+ quality control results were acceptable, and quality control results following the replacement of the pump continued to be acceptable, therefore vitros na+ reagent lot 4241-1067-4654 was performing as expected and not a contributor to the event. Email address for contact office is (B)(4).

Event description:
The investigation determined that a higher than expected vitros na+ result was obtained when processing a vitros performance verifier fluid on a vitros 4600 chemistry system. Vitros performance verifier I lot y8558 vitros na+ result of 227.1 mmol/l versus the expected vitros na+ result of 117.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained when testing a vitros performance verifier fluid. Ortho was not made aware of any allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).